Manufacturer narrative:
The lot number is unk, therefore, the date of the manufacture cannot be determined. Covidien has requested more info on the incident.

Event description:
Customer reported that while using max-I sensor with a draeger delta oximax pod, spo2 readings were of 90 and blood gas were 38. Sensor was swapped and spo2 readings changed to 40. Per customer, pt had no negative outcome due to the readings.